Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion1x16 perc lead kit-50 cm model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the midline incision site. Symptoms included drainage and tenderness. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The physician did not believe that infection was device related.